Manufacturer narrative:
The lot history record review was not possible since the model and lot number were not reported. The device will not be returned for evaluation as it was implanted within the patient. The cause of mvp migration could not be determined. Per mvp instructions for use: precautions: device migration is listed as a potential adverse event that may occur during or after a procedure placing this device. (B)(4).

Event description:
Medtronic (covidien) received report of mvp-5q migration, which was discovered during follow-up imaging. The patient received mvp implant in a pulmonary artery distal branch to embolize an atrioventricular malformation (avm). Vessel was not tortuous. There was no report of difficulties during the procedure. Four months post-procedure, imaging showed that the mvp had migrated approximately 3cm. The patient did not experience any symptoms as a result of migration. The mvp will not be retrieved, but the patient will undergo re-embolization of the avm. The patient is currently fine.

Manufacturer narrative:
Adverse event or product problem - additional information. Outcomes attributed to adverse event - additional information. Event description - additional information. Initial report - additional information. Report source - additional information. Patient codes - additional information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information from literature review: the mvp-5q had migrated to the draining vein on follow-up CT. The patient underwent re-embolization in which an additional mvp device was implanted. Ishaque, b. Et al. (2016). Embolotherapy of pulmonary arteriovenous malformations with the mvp micro vascular plug: technical success and short-term results. Journal of vascular and interventional radiology, 27(3). Doi:10.1016/j.jvir.2015.12.160